Manufacturer narrative:
Device passed displacement test, self test and unexpected restart error test. No unexpected restart error and external ram crc error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had external ram crc error and unexpected restart alarms. The customer¿s blood glucose was 185 mg/dl. Customer states that they were able to clear the external ram crc error alarms and able to rewind the insulin pump but the unexpected restart alarm was not resolved after inserting a new battery. The customer was advised that the insulin pump needed to be replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.